Event description:
The product was a breast implant. Rptr had it explanted in 1993 after numerous problems for years. The dr that explanted it said it appeared to have been reported for 10 years. Per call to rptr on 9/14/94 the prostheses were implanted in 6/72.